Event description:
It was reported that a one-link needle-free connector had splashed blood out of the septum, during infusion. According to the report, the patient was using a non-baxter PICC line (dual, no clamp), which had been flushed by the nurse. There was patient involvement, however no report of adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.